Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing and noisy signals on stored atrial tachy response (atr) episodes. Technical services (ts) reviewed the device data, enabled automatic gain control (agc), and provided reprogramming recommendations for the blanking feature. No adverse patient effects were reported. This ra lead remains in service.